Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after implant the right ventricular (rv) lead had increased pacing threshold and fluoroscopy confirmed the lead was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.